Event description:
Customer reported a tandem mobi cartridge alarm, which caused their blood glucose level to rise to 400 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not suffer any injury nor require third-party assistance. Technical support confirmed the occurrence of a cartridge alarm and arranged for a replacement pump to be sent. Customer was also instructed on returning the defective pump and advised on programming the replacement pump's settings and connecting their continuous glucose monitor (cgm). Customer reverted to an alternative method of insulin therapy.